Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, g3, g6, h2, h6 (device code, type of investigation). H11: corrected data: a2 (date of birth).

Event description:
It was learned through implant patient registry that a 29mm 3300tfx aortic valve was explanted after an implant duration of 6 years, 3 months due to degeneration. The explanted device was replaced with a 25mm 11060a aortic valved conduit. Per pathology, explanted aortic valve had no vegetation or calcifications upon gross examination. Diagnosis: focal degenerative changes.

Manufacturer narrative:
H3: evaluation summary: customer report of degeneration was confirmed through observed host tissue overgrowth. X-ray demonstrated wireform intact and calcification nodule observed on host tissue near leaflet 2 on the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 1 at the outflow aspect. Moderate to heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 3 at the inflow aspect. Host tissue on the stent circumference was moderate at both the inflow and outflow aspects. As received, all three leaflets had cuts of approximately 3mm x 13mm on leaflet 1, 3mm x 12mm on leaflet 2, and 3mm x 13mm on leaflet 3. The cuts had a smooth and straight edge. Cutout leaflets were not returned. As received, mechanical damage marks were observed on the free margin of leaflets 1 and 2 near commissure 2. Damages appeared serrated and did not penetrate leaflets. Sewing ring was partially cut off around the valve and exposed the metal band. Cut off sewing ring fragment was not returned with valve. Wireform was exposed at commissure 2. Suture fasteners remained attached to the sewing ring. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. There is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed. Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Pannus/host tissue overgrowth is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned through implant patient registry that a 29mm 3300tfx aortic valve was explanted after an implant duration of 6 years, 3 months due to unknown reason. The explanted device was replaced with a 25mm 11060a aortic valved conduit.